Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter facility name: (B)(6). Device is a combination product. B5 - describe event or problem has been updated.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 80% stenosed, 2.3 x 46, eccentric, de novo target lesion with a bend of > 45 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. Following dilatation with a 2.0 x 15 balloon catheter, a 2.50 x 48 synergy drug-eluting stent was advanced but failed to cross the lesion. However, upon removal, it was found that the tip of the stent was deformed. The procedure was completed with another of same device. Post-dilatation was performed with a 2.5 x 15 balloon catheter. No patient complications were reported and the patient status was stable. It was further reported that the procedure was completed with a different device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 80% stenosed, 46x2.3mm, eccentric, de novo target lesion with a bend between 45 and 90 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50x48mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the tip of the stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.